Event description:
Pace medical was notified on april 4, 2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned the device stating the pace rate was unstable. The device was analyzed and re-soldered near a connector. The device was recalibrated and final tested. The device passed all tests and was returned to the customer. Reason for faulty connector may have been the result of rough handling or a sudden impact.